Event description:
According to the reporter: the clips are not staying closed and slipped off of the vessel and fell into the patient cavity. The clips were able to be retrieved from the patient. Unanticipated tissue loss occurred. Additional clipping was required to correct the issue.

Manufacturer narrative:
(B)(4).